Event description:
It was reported following a percutaneous transluminal coronary angioplasty with stent, an angio-seal was deployed in the left femoral artery with hemostasis achieved. Approx four minutes later, a hematoma was noted. Manual pressure and a femostop (at 150mmhg.) Were applied. The pt experienced a vagal episode with bradycardia and hypotension; there was no change in the level of consciousness. The pt was stabilized with IV fluids and medication. Pedal pulses were obtained with a doppler.